Manufacturer narrative:
Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the instrument was inspected. The instrument couldn¿t load the clips from the sterile table. The clips were being loaded prior to the patient. The clip applier jaws did not remain static. No unexpected motion or jaw swayed. Yes, unsuccessful clip. Hem-o-lok lips were used. The diameter was in recommended range. A back up was used with no reported photos and instrument available for return. This event is considered not reportable as the failure mode did not cause or contribute to a death or serious injury and the observed failure mode has not contributed to an adverse event and is not likely to contribute to an adverse event if it were to recur.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken input disk. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier cannot grip the clips. A back up instrument of the same kind was used; the procedure was completed with no reported injury and less than a 15-minute delay.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.